Manufacturer narrative:
D02, d03 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "faulty insulation on the building line". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be scraped off, approximately 0.03" to 0.09" in length was missing. The missing material was not returned with the instrument. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. Root cause is attributed to a component failure for the insulation damage to the conductor wire.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument. However, failure analysis evaluation has not yet been completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted following the completion of failure analysis evaluation or if additional information is received. A review of the site's complaint history does not reveal any complaints related to this product. No image or procedure video was submitted for review. A review of the instrument log for the maryland bipolar forceps (part # 471172-16 /lot # n10200615-0214) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. There are 11 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the cable had faulty insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional information. However, as of the date of this report, no further details have been obtained.